Manufacturer narrative:
The home pt's nurse has agreed to review to proper procedures with the home pt.

Event description:
A home pt's nurse contacted baxter's technical service ctr for assistance during the pt's automated peritoneal dialysis therapy. Per the initial report, the nurse stated that she saw a supply bag fall off table and disconnected, so she reconnected the supply bag and put hc in drain cycle. The technical service rep (tsr) advised the nurse to end therapy and dispose of the setup, start over with a new setup, and start a new therapy session with initial drain. The nurse said the machine was down the hall and she knows how to end therapy and will do as tsr advises. No pt injury or medical intervention was associated with this incident per the home pt's pd nurse.